Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "could not inflate or deflate cuff pilot. Unfortunately the clinician disposed of the lma so no sample is available." Customer submitted a photo for review with the complaint. Alleged issue reported as detected prior to use on patient (pre-testing). There was no report of patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "could not inflate or deflate cuff pilot. Unfortunately the clinician disposed of the lma so no sample is available." Customer submitted a photo for review with the complaint. Alleged issue reported as detected prior to use on patient (pre-testing). There was no report of patient injury or consequence. Patient condition reported as "fine".